Manufacturer narrative:
Complaint conclusion: the site reported that during a percutaneous endovascular intervention, the tip of the 120cm outback elite re-entry catheter broke off within a 6fr non-cordis catheter sheath introducer (csi). According to the report, the outback catheter was not within the patient at the time of the event and there was no reported patient injury. The event involved a patient undergoing a percutaneous endovascular intervention of a target lesion in his/her left superficial femoral artery. The patient¿s vasculature was accessed with a 6fr non-cordis csi via a contralateral approach. The aorto-iliac bifurcations was described as having ¿no steep angulation¿. The site reported that the outback device was prepped according to the instructions for use (IFU) and no problems were encountered during this preparation. No difficulty was experienced with the advancement of the outback catheter towards the lesion. At some point, the tip of the outback catheter broke off within the csi. According to the report, the outback catheter was not within the patient at the time of the event. The fractured/ separated tip was successfully removed from the csi with no additional intervention necessary. The device was exchanged for another outback catheter and the procedure successfully completed with no reported patient injury. One non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag. The cannula was not deployed. The nosecone was not received with the device. No other anomalies were observed. During microscopic analysis the presence of welding in distal tip and pebax residues were observed; however, the nosecone was not received. Functional testing could not be performed due to the condition of the received unit. Sem of the catheter body surface revealed evidence of elongation at the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip (outback only) - fractured-separated/in patient¿ event was confirmed based on the visual analysis. However, sem analysis results revealed evidence of elongation that is suggestive of stretching and/or pulling. Procedural and/or handling factors may have therefore contributed to this event. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported events. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, based on the product analysis, there are procedural factors may have contributed to it. Neither the device history record nor the information available for review suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17295213 revealed no anomalies during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular procedure, the tip of the outback elite ltd catheter broke off in the unknown sheath. As per the report, it was luckily not in the patient at the time. There was no reported patient injury. The product will be returned for inspection. Addendum: additional information received indicated that a 6 fr. Non-cordis sheath was used for the procedure. There was no reported difficulty obtaining vascular access (no steep angulation, etc.). The fractured/separated tip was successfully removed from the patient with no additional intervention necessary. The target lesion was the left superficial femoral artery (lsfa). Another outback was used to complete the procedure successfully. There was no reported patient injury. There were no reported problems noted during preparation of the product. The product was prepped according to the instructions for use (IFU). No additional information is available.